Manufacturer narrative:
The device was received for evaluation. Visual inspection noted that the tubing was separated from the ¿y¿- junction in the downstream part. The tubing where the separation occurred showed no brilliant area and all the tubing area is homogenous, indicating a lack of solvent. Dimensional testing was performed and the results showed no deviations. The reported issue was verified. The cause was incorrect assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection occurred between the y-site and line of the radiation sterilized extension set. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.